Event description:
The customer reported to olympus that a gastroinstestinal videoscope had an image that was blurry and out of focus. The reported issue was found during an unknown procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service could not confirm the customer's complaint. During the device evaluation, a leak was found originating from the instrument channel. Scratches were found affecting the image and switch #2 had a cut. The angulation was found low, and the control knob had low tension. In addition, the plastic had deep dents and the light guide lens as well as the rubber glue were cracked. Lastly, the light guide tube and insertion tube had buckles. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the probable causes include: the entire image was blurred due to damage to the ccd unit, the entire image was blurred due to sliding error of movable l-range that occurred in the zoom scope, blurring the entire image occurred within the allowable range, the entire image was blurred due to damage or deformation of the connector. Following the instructions for use (IFU) may prevent the occurrence of the event: operation manual inspection of the endoscopic system. Operation manual: important information ¿ please read before use, warnings and cautions. Olympus will continue to monitor the field performance of this device.